Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that b30 and e216 scope communication error messages were displayed during a colonoscopy procedure involving an olympus xenon light source. The procedure was completed using the same device, and there were no reports of patient harm.